Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Also received concomitant abutment (iedat4 lot #8815056-1) with crown attached. No damage observed on screw. Abutment showed signs of wear at the connection and interface. The crown had wear. Functional testing could not be performed to replicate the reported event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening) for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev,20, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Visual inspection of the screw did not reveal any damage. Unable to confirm loosening with all the available information. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screw came loose in the patients mouth. The abutment was remade.